Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed in several positions and diminished sensing was observed. The lead was placed, tested again and the sensing dropped down further. It was determined to replace the rv lead four days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.